Event description:
Customer reported a secondary infusion of magnesium 4 gram/100 ml was supposed to infuse over 2 hours (50 ml/hr) but infused within 14 minutes. The pump showed the volume infused was 3.9 ml, but the secondary bag was empty. The pt complained of feeling flushed and had a slightly elevated heart rate. Increased pt monitoring occurred and no add'l medical intervention was reported. The patient had no lasting harm and was discharged home on (B)(6) 2010. No add'l event info was provided.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. Product was received. The investigation is not complete. A f/u report will be submitted with any relevant info.